Event description:
An outside law firm reported that a patient experienced postoperative loosening. According to the operative report, the patient, with a history of right knee degenerative joint disease, underwent a right total knee replacement on (B)(6) 2022. The procedure was completed without intraoperative complications. A subsequent clinic note dated (B)(6) 2025 indicates that the patient continued to experience symptoms and would likely require further knee replacement intervention. This report is filed under ais reference (B)(4).